Event description:
Coopervision received a complaint from a business partner that their patient had an infection. The type of infection or treatment was not provided. Follow up attempts to gain more information were made with no reply to date. Infections have the potential to be serious adverse events.there is no direct causal relationship established between the medical device and the incident.

Manufacturer narrative:
There was no product returned for evaluation. (B)(4): not returned to manufacturer.